Event description:
Customer took blood glucose reading at 5:30pm=147 mg/dl; based on reading customer dosed with 20 units of humalog. Customer ate a good dinner. At 6:30pm customer passed out in driveaway. Customer's spouse administered orange juice and candy. After treatment, customer's blood glucose reading=53mg/dl. 8:30pm reading=186mg/dl. Customer dosed with lantus at 10:30pm. Customer's 7am reading=427 mg/dl. Controls are expired. A request was made for the return of the suspect device and replacement product was sent.